Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was not able to move the feet until the toes after being implanted with the spinal cord stimulator (scs) device. It was noted that the patient had history of strokes and neurological symptom which was believed to be due to anesthesia. The physician believed that the patients symptoms were not device nor procedure related. The patient underwent an explant procedure and the explanted devices were not returned. The patient was doing well postoperatively.